Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), pelvic pain ('pain') and autoimmune disorder ('autoimmune disease') in a 37-year-old female patient who had essure (batch no. 761434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, right lower quadrant pain, vaginal discharge, bacterial vaginosis, uterine bleeding, amenorrhea, diverticulosis, gi pain, menses irregular, back pain, ovarian cyst, crohn's disease, nausea, vomiting, hydrosalpinx and adenomyosis. The number of coils visualized :- coils seen right: 5 coils seen left: 4. Previously administered products included for birth control: mirena from 2007 to (B)(6) 2009; for an unreported indication: iud nos. Concurrent conditions included colostomy since 2018, asthma, seasonal allergy, diverticulitis, narcotic abuse, colitis, heart disease, unspecified, genital herpes simplex and leiomyoma. Concomitant products included celecoxib (celexa) since 2010, fentanyl, ketorolac tromethamine (toradol), lorazepam, medroxyprogesterone acetate (depo provera), opioids, oxycodone and valaciclovir hydrochloride (valtrex) since 1999. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), fatigue ("fatigue"), hot flush ("plaintiff claimed hormonal changes - hot flashes"), night sweats ("night sweats"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) - bacterial vaginosis"), depression ("psychological or psychiatric problems -depression,"), anxiety ("psychological or psychiatric problems -anxiety;"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and peripheral swelling ("other injury(ies) or complications - lower extremity swelling."). On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In february 2011, the patient experienced acne ("rashes or skin conditions ¿ adult acne"). In 2011, the patient experienced tooth disorder ("dental problems") and vision blurred ("vision/eye problems - blurred vision"). In 2012, the patient experienced memory impairment ("neurological conditions or problems forgetfulness"). In 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic adhesions ("reproductive system disorder or condition - pelvic adhesive disease;"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal distension ("bloating / gastrointestinal or digestive system condition - with the removal of my uterus my abdominal issue have gotten worse") and dizziness ("neurological conditions or problems - dizziness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, autoimmune disorder, fatigue, hypersensitivity, abdominal distension, hot flush, night sweats, depression, anxiety, migraine, headache, pelvic adhesions, tooth disorder, dizziness, memory impairment, dysmenorrhoea, vision blurred, weight increased, alopecia and peripheral swelling outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, acne, nausea and dyspareunia had resolved. The reporter considered abdominal distension, acne, alopecia, anxiety, autoimmune disorder, bacterial vaginosis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hypersensitivity, memory impairment, menorrhagia, migraine, nausea, night sweats, pelvic adhesions, pelvic pain, peripheral swelling, salpingitis, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: coils seen right: 5 coils seen left: 4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received reporter information was added, new event added chronic salpingitis. Medical history, concomitant drugs was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune disease') in a 37-year-old female patient who had essure (batch no. 761434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index. Previously administered products included for birth control: mirena from 2007 to 20-nov-2009. Concurrent conditions included colostomy since 2018 and asthma. Concomitant products included celecoxib (celexa) since 2010 and valaciclovir hydrochloride (valtrex) since 1999. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), fatigue ("fatigue"), hot flush ("plaintiff claimed hormonal changes - hot flashes"), night sweats ("night sweats"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) - bacterial vaginosis"), depression ("psychological or psychiatric problems -depression,"), anxiety ("psychological or psychiatric problems -anxiety;"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and peripheral swelling ("other injury(ies) or complications - lower extremity swelling."). On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In february 2011, the patient experienced acne ("rashes or skin conditions ¿ adult acne"). In 2011, the patient experienced tooth disorder ("dental problems") and vision blurred ("vision/eye problems - blurred vision"). In 2012, the patient experienced memory impairment ("neurological conditions or problems forgetfulness"). In 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic adhesions ("reproductive system disorder or condition - pelvic adhesive disease;"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal distension ("bloating / gastrointestinal or digestive system condition - with the removal of my uterus my abdominal issue have gotten worse") and dizziness ("neurological conditions or problems - dizziness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, acne, nausea and dyspareunia had resolved and the autoimmune disorder, fatigue, hypersensitivity, abdominal distension, hot flush, night sweats, depression, anxiety, migraine, headache, pelvic adhesions, tooth disorder, dizziness, memory impairment, dysmenorrhoea, vision blurred, weight increased, alopecia and peripheral swelling outcome was unknown. The reporter considered abdominal distension, acne, alopecia, anxiety, autoimmune disorder, bacterial vaginosis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hypersensitivity, memory impairment, menorrhagia, migraine, nausea, night sweats, pelvic adhesions, pelvic pain, peripheral swelling, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on 20-jan-2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2019: plaintiff fact sheet and mr document received, new reporter, patient demographic, essure indication ,lot number, concomitant medication , lab data and event hormonal changes hot flashes, night sweats; hysterectomy (full); abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) bacterial vaginosis, psychological or psychiatric problems -depression, anxiety; rashes or skin conditions ¿ adult acne; migraines / headaches, reproductive system disorder or condition - pelvic adhesive disease, nausea; dental problems, neurological conditions or problems - dizziness, forgetfulness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems - blurred vision, fatigue, weight gain, hair loss and other injury(ies) or complications - lower extremity swelling were added. Event outcomes were added. Event gastrointestinal or digestive system condition - with the removal of my uterus my abdominal issue have gotten worse clubbed with previous event bloating. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), pelvic pain ('pain') and autoimmune disorder ('autoimmune disease') in a 37-year-old female patient who had essure (batch no. 761434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, right lower quadrant pain, vaginal discharge, bacterial vaginosis, uterine bleeding, amenorrhea, diverticulosis, gi pain, menses irregular, back pain, ovarian cyst, crohn's disease, nausea, vomiting, hydrosalpinx and adenomyosis. The number of coils visualized :- coils seen right: 5 coils seen left: 4. Previously administered products included for birth control: mirena from 2007 to (B)(6) 2009; for an unreported indication: iud nos. Concurrent conditions included colostomy since 2018, asthma, seasonal allergy, diverticulitis, narcotic abuse, colitis, heart disease, unspecified, genital herpes simplex and leiomyoma nos. Concomitant products included celecoxib (celexa) since 2010, fentanyl, ketorolac tromethamine (toradol), lorazepam, medroxyprogesterone acetate (depo provera), opioids, oxycodone and valaciclovir hydrochloride (valtrex) since 1999. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), fatigue ("fatigue"), hot flush ("plaintiff claimed hormonal changes - hot flashes"), night sweats ("night sweats"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) - bacterial vaginosis"), depression ("psychological or psychiatric problems -depression,"), anxiety ("psychological or psychiatric problems -anxiety;"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and peripheral swelling ("other injury(ies) or complications - lower extremity swelling."). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2011, the patient experienced acne ("rashes or skin conditions ¿ adult acne"). In 2011, the patient experienced tooth disorder ("dental problems") and vision blurred ("vision/eye problems - blurred vision"). In 2012, the patient experienced memory impairment ("neurological conditions or problems forgetfulness"). In 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic adhesions ("reproductive system disorder or condition - pelvic adhesive disease;"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal distension ("bloating / gastrointestinal or digestive system condition - with the removal of my uterus my abdominal issue have gotten worse") and dizziness ("neurological conditions or problems - dizziness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, autoimmune disorder, fatigue, hypersensitivity, abdominal distension, hot flush, night sweats, depression, anxiety, migraine, headache, pelvic adhesions, tooth disorder, dizziness, memory impairment, dysmenorrhoea, vision blurred, weight increased, alopecia and peripheral swelling outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, acne, nausea and dyspareunia had resolved. The reporter considered abdominal distension, acne, alopecia, anxiety, autoimmune disorder, bacterial vaginosis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hypersensitivity, memory impairment, menorrhagia, migraine, nausea, night sweats, pelvic adhesions, pelvic pain, peripheral swelling, salpingitis, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: coils seen right: 5 coils seen left: 4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint.~ most recent follow-up information incorporated above includes: on 11-sep-2019: quality-safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments could have shifted into uterus.'), salpingitis ('chronic salpingitis') and pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. 761434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, right lower quadrant pain, vaginal discharge, bacterial vaginosis, uterine bleeding, amenorrhea, diverticulosis, gi pain, menses irregular, back pain, ovarian cyst, crohn's disease, nausea, vomiting, hydrosalpinx, adenomyosis and bladder infection. The number of coils visualized :- coils seen right: 5 coils seen left: 4. Previously administered products included for birth control: mirena from 2007 to (B)(6) 2009; for an unreported indication: iud nos. Concurrent conditions included colostomy since 2018, asthma, seasonal allergy, diverticulitis, narcotic abuse, colitis, heart disease, unspecified, genital herpes simplex and leiomyoma nos. Concomitant products included celecoxib (celexa) since 2010, fentanyl, ketorolac tromethamine (toradol), lorazepam, medroxyprogesterone acetate (depo provera), opioids, oxycodone and valaciclovir hydrochloride (valtrex) since 1999. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), fatigue ("fatigue"), hot flush ("plaintiff claimed hormonal changes - hot flashes"), night sweats ("night sweats"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) - bacterial vaginosis"), depression ("psychological or psychiatric problems -depression,"), anxiety ("psychological or psychiatric problems -anxiety;"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and peripheral swelling ("other injury(ies) or complications - lower extremity swelling."). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2011, the patient experienced acne ("rashes or skin conditions ¿ adult acne"). In 2011, the patient experienced tooth disorder ("dental problems") and vision blurred ("vision/eye problems - blurred vision"). In 2012, the patient experienced memory impairment ("neurological conditions or problems forgetfulness"). In 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic adhesions ("reproductive system disorder or condition - pelvic adhesive disease;"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), device expulsion ("fragments could have shifted into uterus."), hypersensitivity ("allergic reactions"), abdominal distension ("bloating / gastrointestinal or digestive system condition - with the removal of my uterus my abdominal issue have gotten worse"), dizziness ("neurological conditions or problems - dizziness"), tension headache ("stress headache"), systemic lupus erythematosus ("she has been diagnosed with lupus"), colitis ulcerative ("ulcerative colitis"), ovarian cyst ("ovarian cyst"), gastrointestinal disorder ("she was having gi issues"), crohn's disease ("crohn's disease"), toothache ("tooth pain") and scar ("her body has so many scars"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, salpingitis, autoimmune disorder, device expulsion, fatigue, hypersensitivity, abdominal distension, hot flush, night sweats, depression, anxiety, migraine, headache, pelvic adhesions, tooth disorder, dizziness, memory impairment, dysmenorrhoea, vision blurred, weight increased, alopecia, peripheral swelling, tension headache, systemic lupus erythematosus, colitis ulcerative, ovarian cyst, gastrointestinal disorder, crohn's disease, toothache and scar outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, acne, nausea and dyspareunia had resolved. The reporter considered abdominal distension, acne, alopecia, anxiety, autoimmune disorder, bacterial vaginosis, colitis ulcerative, crohn's disease, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hot flush, hypersensitivity, memory impairment, menorrhagia, migraine, nausea, night sweats, ovarian cyst, pelvic adhesions, pelvic pain, peripheral swelling, salpingitis, scar, systemic lupus erythematosus, tension headache, tooth disorder, toothache, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: coils seen right: 5. Coils seen left: 4 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: social media received events " stress headache, she has been diagnosed with lupus, ulcerative colitis, ovarian cyst, she was having gi issues, crohn's disease, tooth pain, her body has so many scars, fragments could have shifted into uterus." Were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments could have shifted into uterus.'), salpingitis ('chronic salpingitis') and pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. 761434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, right lower quadrant pain, vaginal discharge, bacterial vaginosis, uterine bleeding, amenorrhea, diverticulosis, gi pain, menses irregular, back pain, ovarian cyst, crohn's disease, nausea, vomiting, hydrosalpinx, adenomyosis and bladder infection. The number of coils visualized :- coils seen right: 5 coils seen left: 4. Previously administered products included for birth control: mirena from 2007 to (B)(6) 2009; for an unreported indication: iud nos. Concurrent conditions included colostomy since 2018, asthma, seasonal allergy, diverticulitis, narcotic abuse, colitis, heart disease, unspecified, genital herpes simplex and leiomyoma nos. Concomitant products included celecoxib (celexa) since 2010, fentanyl, ketorolac tromethamine (toradol), lorazepam, medroxyprogesterone acetate (depo provera), opioids, oxycodone and valaciclovir hydrochloride (valtrex) since 1999. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), fatigue ("fatigue"), hot flush ("plaintiff claimed hormonal changes - hot flashes"), night sweats ("night sweats"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) - bacterial vaginosis"), depression ("psychological or psychiatric problems -depression,"), anxiety ("psychological or psychiatric problems -anxiety;"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and peripheral swelling ("other injury(ies) or complications - lower extremity swelling."). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2011, the patient experienced acne ("rashes or skin conditions ¿ adult acne"). In 2011, the patient experienced tooth disorder ("dental problems") and vision blurred ("vision/eye problems - blurred vision"). In 2012, the patient experienced memory impairment ("neurological conditions or problems forgetfulness"). In 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic adhesions ("reproductive system disorder or condition - pelvic adhesive disease;"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), device expulsion ("fragments could have shifted into uterus."), hypersensitivity ("allergic reactions"), abdominal distension ("bloating / gastrointestinal or digestive system condition - with the removal of my uterus my abdominal issue have gotten worse"), dizziness ("neurological conditions or problems - dizziness"), tension headache ("stress headache"), systemic lupus erythematosus ("she has been diagnosed with lupus"), colitis ulcerative ("ulcerative colitis"), ovarian cyst ("ovarian cyst"), gastrointestinal disorder ("she was having gi issues"), crohn's disease ("crohn's disease"), toothache ("tooth pain") and scar ("her body has so many scars"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, salpingitis, autoimmune disorder, device expulsion, fatigue, hypersensitivity, abdominal distension, hot flush, night sweats, depression, anxiety, migraine, headache, pelvic adhesions, tooth disorder, dizziness, memory impairment, dysmenorrhoea, vision blurred, weight increased, alopecia, peripheral swelling, tension headache, systemic lupus erythematosus, colitis ulcerative, ovarian cyst, gastrointestinal disorder, crohn's disease, toothache and scar outcome was unknown and the pelvic pain, vaginal hemorrhage, menorrhagia, bacterial vaginosis, acne, nausea and dyspareunia had resolved. The reporter considered abdominal distension, acne, alopecia, anxiety, autoimmune disorder, bacterial vaginosis, colitis ulcerative, crohn's disease, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hot flush, hypersensitivity, memory impairment, menorrhagia, migraine, nausea, night sweats, ovarian cyst, pelvic adhesions, pelvic pain, peripheral swelling, salpingitis, scar, systemic lupus erythematosus, tension headache, tooth disorder, toothache, vaginal hemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: coils seen right: 5. Coils seen left: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number:761434. Manufacturing date:2010-07. Expiration date:2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), hypersensitivity ("allergic reactions") and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, fatigue, hypersensitivity and abdominal distension outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, fatigue, hypersensitivity and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.